Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and there were no issues observed. Machine testing was performed and there were no alarms or issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This occurred during setup of the devices for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the alarm. During troubleshooting, it was reported that one bag leaked on the frangible due to a loose connection. Renal therapy services (rts) advised the patient to start over therapy with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.